Event description:
It was reported that the user began setting up a new ilet pump with an existing dexcom g7 sensor and required assistance entering the date, time, and sensor code, during which hyperglycemia (400 mg/dl) occurred for unclear reasons while the user was managing a supply change with a broken arm. Symptoms included high glucose, nausea, and shaking or tremors. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.